Manufacturer narrative:
Two samples were provided to our quality team for investigation. Both samples were tested and obtained result is within specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4158640. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had volumetric inaccuracy. The following information was provided by the initial reporter: verbatim: I had one of our physician offices reach out this past week about some issues when giving cortisone shots. They are reporting that when they give the injection, the syringe is not fulling emptying. The needle used is 23gx1.5¿ eclipse sku# 303304 with a 10ml ll syringe sku# 302995. Originally, we thought there may have been an issue with the needle-so they noted the lot and removed that lot from use. When another needle was used, there were still issues. They are in the process of removing a lot of syringes and we will be sending new product to them. I¿ll also be working internally with the pharmacy to see if there could have been a change in the medication viscosity. This is a bone & joint practice so this is a frequent procedure, and they are just now having problems so it seems something has changed. Have you heard of any issues with these needles or syringes? I believe our current needle is listed as ¿thin walled¿, is there an alternative needle? I have a lot of needles and will request the syringes should a product complaint need to be filed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.